Event description:
Caller states that the facility received a patient on (B)(6) 2012 with a dfen in place with a decannulation plug and no inner cannula. Bryan states that they were told that they were not able to place the inner cannula in the outer cannula because the outer cannula was kinked. The caller reported that the issue was not discovered until planned decannulation of the device.